Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle did not attach as intended. The following information was provided by the initial reporter: "the needle does not thread onto novolog pen well."

Event description:
It was reported that the bd nano¿ 2nd gen pen needle did not attach as intended. The following information was provided by the initial reporter: "the needle does not thread onto novolog pen well."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval: yes. D.10. Returned to manufacturer on: 01-aug-2022. H.6. Investigation summary: customer returned a total of 14 used 4mm, 32 gauge nano pro pen needles. No teardrop labels were returned for lot identification. The returned samples were inspected to ensure that using them was as least harmful as intended. The outer diameters of these needles were measured, the results of which are featured below: 1. 0.0093 in; 2. 0.0093 in; 3. 0.0094 in; 4. 0.0093 in; 5. 0.0092 in; 6. 0.0094 in; 7. 0.0092 in; 8. 0.0094 in; 9. 0.0093 in; 10. 0.0093 in; 11. 0.0092 in; 12. 0.0094 in; 13. 0.0093 in; 14. 0.0093 in. All of the needles were measured within acceptable outer diameters for 32 gauge needles (0.0090 in to 0.0095 in). The integrity of each needle point was inspected. No debris was found at the tip of any of the needles. Flour was applied to the needles¿ cannulas to ensure that lubricant was present. Sufficient lubricant was found on all samples. No evidence of an unintended needle stick. Each of the pen needles was observed to have the patient end of the cannula bent slightly to one side at its base. This may have been the result of stresses applied across the sample during use. No other defects such as dullness or burrs present at the patient end of the cannula. The non-patient ends of the pen needles were visually inspected prior to testing for blockages. One of the pen needles was found to have a bent cannula on this side. This damage would prevent testing for clogs since the needle cannot properly attach to the pen. As a result, the pen needle appeared to be clogged during use. Based on the damage present, the needle bending may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula. The remaining samples were attached to a test pen filled with saline. Saline was pushed through the system and out the distal tip of the remaining pen needles. No issues were found with the remaining pen needles. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta found that a pen needle had become bent on the non-patient side. This damage could resemble the needle being clogged as a result of insulin not passing through the needle. The root cause of the needle bending appears to be accidental damage from stresses caused by the user during routine use. This would have also given the impression that the needle was clogged since insulin would be unable to pass through the cannula. H3 other text : see h.10.